Manufacturer narrative:
Analysis shows that from available information, stop was not used during surgery. Investigation leads to the fact that products are compliant and the issue is not device related. Moreover as indicated in roi-c surgical technique : use of the adjustable stop on implant holder is requested during insertion on roi-c cage into vertebral space. Not returned to manufacturer.

Event description:
Patient received a roi-c with anchoring plate on c5-c6 (cervical cage for fusion). It was reported that stop was not used during surgery. After surgery patient become quadriplegic.